Manufacturer narrative:
Investigation summary: one photo was submitted for review; which displayed a dispenser label with the bd logo, ref no., description, lot number and the expiration date. It did not depict the alleged defect. Observations and testing could not be performed in the absence of a sample. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion(s): the root cause cannot be determined for an unconfirmed defect.

Event description:
It has been reported that the bd¿ 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found experiencing eight occurrences of splitting during use. The following has been provided by the initial reporter: it was reported that the catheters are fraying at the end of the catheter which inserts into the patient. Per email: we received a complaint in regards to the 22ga insyte autoguards. We are being told that they are fraying at the end of the catheter that inserts to the patient. They have removed all product from the shelf and are requesting that we provide an alternate product until the problem is resolved.

Event description:
It has been reported that the bd¿ 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found experiencing eight occurrences of splitting during use. The following has been provided by the initial reporter: it was reported that the catheters are fraying at the end of the catheter which inserts into the patient. Per email: we received a complaint in regards to the 22ga insyte autoguards. We are being told that they are fraying at the end of the catheter that inserts to the patient. They have removed all product from the shelf and are requesting that we provide an alternate product until the problem is resolved.

Manufacturer narrative:
Correction: additional information received for occurrence count and when the event occurred. The following information has been updated: b.5. Describe event or problem: it has been reported that the bd¿ 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found experiencing eight occurrences of splitting during use. The following has been provided by the initial reporter: it was reported that the catheters are fraying at the end of the catheter which inserts into the patient. Per email: we received a complaint in regards to the 22ga insyte autoguards. We are being told that they are fraying at the end of the catheter that inserts to the patient. They have removed all product from the shelf and are requesting that we provide an alternate product until the problem is resolved. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc has been found splitting. The following has been provided by the initial reporter: it was reported that the catheters are fraying at the end of the catheter which inserts into the patient. Per email: we received a complaint in regards to the 22ga insyte autoguards. We are being told that they are fraying at the end of the catheter that inserts to the patient. They have removed all product from the shelf and are requesting that we provide an alternate product until the problem is resolved.